Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced sinus dysfunction not associated with night and day breaks. Patient required pacemaker implantation as result of symptom experienced.

Event description:
It was later reported that the sinus dysfunction, tachycardia, and lipothymia first occurred two months post-operatively the index p rocedure. The patient recovered after the pacemaker was implanted four months post-operatively the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four months post-operatively to an index cardiac ablation procedure involving the sphere-9 catheter, the patient experienced sinus dysfunction characterized by night and day breaks, alternating phases of tachycardia, and increasingly frequent and profound episodes of lipothymia. Multiple bursts of atrial tachycardia with post-reduction pauses were observed on electrocardiogram. These symptoms led to an overnight hospitalization. No additional medical intervention or treatment was required, and the patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.